Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device was eroding through her skin. The device was functioning normal. The device and lead were explanted and sent to the pathology for evaluation of possible infection. The device and lead will not be returned. The patient was stable.